Manufacturer narrative:
Patient information is unknown. Lot number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during implantation of the tibial nail and locking screws on (B)(6) 2018, the nail would not disconnect from the standard insertion handle. The ball hex screwdriver was bent in a 90-degree angle to get enough leverage to release the cannulated connecting screw. After inspection, both cannulated connecting screws were showing signs of discrepancies. There was a surgical delay of ten minutes. Surgery was successfully completed. Patient outcome is unknown. Concomitant device reported: ball hex screwdriver 8mm (part: 03.010.092, lot: unknown, quantity: 1). This report is for a cannulated connecting screw for standard insertion handle. This is report 1 of 1 for (B)(4).